Event description:
The customer reported that the insulin pump had a frozen display. Troubleshooting was performed, and the buttons were unresponsive. The mother stated that the buttons did not begin to work without a battery change. The customer stated that a new battery was inserted after resting the insulin pump for one hour, but the device kept alarming and the time was not advancing. Advised the customer revert to back up plan. The customer's recent glucose reading was 69mg/dl, and she did treat. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No frozen screen noted. The insulin pump passed the displacement test, self test, operating currents and off/no power test.